Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump continued to alarm failed battery test despite 18 different battery changes. The alarm was resolved after the eighteened battery change. The patient's blood glucose at the time of incident was 101 mg/dl. The caller had been using the most recent battery for the past week but the user was nervous that the alarm would recur during the next battery change. The battery cap contacts appeared undamaged. The battery cap was also cleaned with a cotton swab. The insulin pump was not returned for analysis, and a replacement battery cap was sent to the customer.